Manufacturer narrative:
The consumer alleges, she has had a multitude of issues with the chair. She stated that the chair has a cut in the fabric on the back. She stated the arms look like the finish is missing. The consumer stated the joystick has been replaced. She has had to have the batteries replaced. She stated a large bolt fell free from the chair at a doctors visit. She stated chunks are missing from the left arm. She stated she has to tighten the arm hardware several times a day. She stated other hardware is missing from the base area. She stated the leg rests have cracks in the padding. The consumer stated that the chair stopped in the bathroom, and she was stranded. She claims this incident happened in (B)(6) twice. She alleges that something under the chair is grabbing the carpet in her apartment and has cut wire such as phone cords and electric cords. She stated while walking her dog, the chair tangled the pet's leash and was chocking the dog. She alleged she had to tip herself in the chair to save the dog. The product is not expected to be returned. A follow-up will be sent if additional information is received.

Event description:
The end user alleged, the chair has moved unintentionally and pinched her between tables and the chair and bruised her leg and hips.